Event description:
The study was being filmed on the review screen while the study was active and patient on the table. This is a normal sequence for workflows in ir (interventional radiology). As the filming was being completed on the review screen in ipp9, the software glitched and data was lost. Images for the a-plane were saved from the series that was being filmed at the time of the glitch, however the b-plane data was not filmed at that time and was lost. Going into the acquired images, that entire series of images is lost. The only data that was saved is what was filmed as the procedure was being performed. A ticket was opened with philips due to this issue. Doctor was informed of the software glitch and informed of the data which was lost prior to groin closure.